Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer states that the battery was defective. This was an out of box failure. The battery was not put into use, therefore there was no risk to the patient for injury or death.

Manufacturer narrative:
Serial number unknown.